Event description:
Power button would not come back on from thursday to sunday once it did. I had readings from sat (B)(6) 2025 to sunday (B)(6) 2025. The time was not syncing with event log as if a factory reset had been done. I had hypoglycemia symptoms sunday (B)(6) 2025 but reading was 180.